Manufacturer narrative:
Under european law, patient information is considered confidential and will not be released by the hospital.

Event description:
Customer's description (translated): patient felt that he did not get enough air but could not convey this. Oxygen saturation dropped to 30%, as he turned grey in the face. Patient was about to faint but recovered when manually ventilated with resuscitation bag. Caring staff didn't hear any alerts or alarms from the ventilator prior to the incident, but only saw that the inspiratory pressure indicator bar was not moving as expected. A large amount of water was found inside the patient circuit when it was detached. The staff replaced the device and continued treatment. An active external humidifier was used with the device. There was no permanent injury to the patient.